Event description:
Philips received a complaint by the customer on the v60 indicating that the touchscreen was unresponsive and could not be calibrated. It was reported that there was no patient involvement at the time the issue was discovered. The customer reported to the remote service engineer (rse) that the device was having touchscreen issues. The rse instructed the customer to calibrate the touchscreen. The customer informed the rse that the touchscreen could not be calibrated, and the device could not be powered down. The rse then recommended that the customer should replace the touchscreen and provided the customer with the part number of the replacement touchscreen for repair. The rse also created an onsite work order (wo) and informed the customer that the authorized service provider (asp) engineer was scheduled to arrive onsite. The investigation is ongoing.

Manufacturer narrative:
H10: a field service engineer (fse) was dispatched onsite to evaluate and repair the device. The fse confirmed the reported issue and replaced the defective touchscreen. The device passed required performance verification tests per philips standard and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened. Although requested, the defective parts were not received at this time. A supplemental report will be submitted if the part is received and evaluated.